Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during superior vena cava isolation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Catheter was unable to warm up due to a force error. The error message "1705-2 force catheter error detected" was displayed. The problem persists even after replacing the cable, restarting the piu and re-entering the study. A second catheter was used but was defective as well, the error could not be cleared up. The procedure was unable to be completed due to this event and was terminated at that stage. The patient was sedated at the time of the procedure cancellation. No patient complications were reported. The catheters are expected to be returned for analysis.

Manufacturer narrative:
D4 serial number: (B)(6). The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and no visual defects were noted. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. A continuity test was performed, and the device was not found within specifications; shorts or opens were detected. The device was recognized by rhythmia hdx system and shows evidence of force issues. Finally, the catheter was destructively analyzed and an electrical open on the mips 1 was observed. Laboratory analysis was able to confirm the reported allegation of "force catheter error detected" that led to the procedure being cancelled/rescheduled.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during superior vena cava isolation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Catheter was unable to warm up due to a force error. The error message "1705-2 force catheter error detected" was displayed. The problem persists even after replacing the cable, restarting the piu and re-entering the study. A second catheter was used but was defective as well, the error could not be cleared up. The procedure was unable to be completed due to this event and was terminated at that stage. The patient was sedated at the time of the procedure cancellation. No patient complications were reported. The catheter was returned for analysis.